Event description:
Patient was on ventilator with settings of vt 1300,simv16, fi102 room air. Patient complained of feeling a shock goind down his body, he then went into a grand mal seizure. Patient was removed from ventilator and hand, bag resuscitated at 100% f102. Patient was transported to the hospital where numerous test were done. The patient's physician stated on 12/9/92 that he wanted the ventilat checked out just in case there was a problem with the ventilator which may have prompted the seizures. The ventilator was shipped to manufacturer on 12/9/92 for performance and electrical checkdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, other. Results of evaluation: none or unknown. Conclusion: there was no device failure, other. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.